Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. At the time of the reported event, the customer's blood glucose (bg) level was 383 mg/dl; however, the customer delivered a syringe bolus. The customer's blood glucose level was 316 mg/dl at the time of the call. It was confirmed that the customer had manual insulin injections available for diabetes management.